Manufacturer narrative:
This report is filed october 2, 2014.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2014, and the patient was implanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4).